Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure (error e226) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: transmitter /receiver module failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the txrx module should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had a e226 error. The issue was found during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.